Event description:
It was reported that the pump module in use for education and demonstration was observed giving a channel error. This was observed by a bd associate during an on-site visit. There was no patient involvement. Although requested, no sample was returned to bd for investigation. Per customer, "we have factory trained technicians who looked into the issue and resolve as needed (replaced a sensor). This case can be close."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.